Event description:
The customer reported that "monitoring (mp50 with m3001a) broke off during transport. There was no longer a connection to the mms. Meanwhile, the pt suffered a heart attack. The pt could be monitored and treated again after transportation".

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.